Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the subject device was not returned, how the resistance was caused during the procedure could not be identified. Based on the obtained information and reviewing manufacturing records, it was presumed that interference between the guide wire surface and a hard and sharp surface of calcium might have contributed to peeling of ptfe coating on the guide wire shaft. It was concluded that the event was not attributed to product quality. Although there were reportedly no patient adverse effects, potentiality that the ptfe coating on the subject guide wire had been peeled and left in the patient anatomy could not be ruled out as the device evaluation could not be performed. The instructions for use (IFU) states: [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that resistance to suggest peeling of coating was felt on an asahi guide wire while it was being used for a pci to treat a heavily calcified and moderately tortuous 90-99% occluded lesion in lad#6-7. The guide wire was replaced with a new unit of the same brand, which was met with similar resistance to suggest peeling of coating. A third unspecified guide wire was used in place, debulking was performed, and the procedure was completed with reestablished blood flow. No additional treatment was performed for peeling of coating. There were no adverse patient effects associated with this event.